Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient was hospitalized and having tests performed for numbness and headaches. Nevro attempted to obtain additional information regarding the nature of the issues but was unsuccessful. The patient is currently using their device and receiving effective pain relief.